Manufacturer narrative:
Sample was collected in a 13x75mm liheparin plasma tube with a gel separator. Repeat testing was performed in a 12x75mm aliquot tube that has been re-centrifuged. The customer centrifuges samples for ten minutes at 3000 rpm in a swinging bucket centrifuge at room temperature. Qc has been within the customer's established ranges for the past 30 days. A routine system check performed on (B)(6) 2011 passed within instrument specifications. A field service engineer (fse) was dispatched (B)(6) 2011 for this event. Fse replaced the main pipettor, ultrasonics and performed the necessary alignments. Fse performed a preventive maintenance (pm) on the instrument. Fse performed a routine system check and a high-sensitivity system check and no issues were noted. A definitive root cause for this event could not be determined.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding a lower than expected troponin (accutni) result outside of the assay precision claim generated by the access 2 immunoassay system for one patient. Subsequent testing on the original instrument and an alternate instrument produced higher results that were reproducible. The customer did not receive any reports of death, injury or change to patient treatment attributed to or connected with this event.